Manufacturer narrative:
The previous MDR initial report was issued without the PMA/510(k)#. This follow-up MDR report includes the PMA/510(k)#.

Event description:
It was reported via repair work order that the side rail could not remain latched due to damaged spring spacer and broken top rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the side rail could not remain latched due to damaged spring spacer and broken top rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.